Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 33.3 ohms (blue), 40.4 ohms (blue with white stripe), 53.1 ohms (red), and 26.4 ohms (red with white stripe) in which all the electrodes were in specification. For further analysis, a stylet was used to manipulate the shape of the device and all the electrodes remained in specification. Functionally, the device was connected to a nim system, and the device passed electrode check and had no erratic behavior during functional testing. There were no shorts between circuits nor intermittent behavior while manipulating the device. For additional analysis, a syringe was used to inject 15-cc of air into the cuff balloon and there were no issues during inflation or deflation. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, the nim trivantage tube and the nim prass monopolar probe were used in a vans surgery. The devices did not give any waveforms or sounds but nerve stimulation was performed as muscle movement could be confirmed. The procedure was completed with reported products. There was no patient impact.